Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an infected sore under front left therapy pad of lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician lanced the sore and prescribed antibiotics. Follow up indicated that the skin irritation has improved.